Manufacturer narrative:
One cardiomems patient electronic system and associated power accessories were received for evaluation. The smell of burnt material was detected from the returned material during visual inspection. External visual inspection of returned material revealed damage to power supply cable in the form of exposed frayed internal wires from its output cable. No other physical discrepancies or discernible damage beyond normal wear and tear were observed anywhere else on the material returned. No blown components, burnt areas, or any other residual effects that could have been caused by sparks were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause of the reported event of sparking is attributed to exposed frayed internal wires from output cable of the power supply.

Event description:
The patient reported sparking and exposed wires on their patient electronics device. The patient electronics unit was replaced and there were no adverse consequences reported by the patient.